Manufacturer narrative:
The pump passed all operating current tests. However, the pump alarmed compromised force sensor system during the prime test and motor error during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and it passed. No moisture damage was noted on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator or battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 155 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the drive support cap appears normal. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.